Event description:
It was reported to philips that the system's geometry movements were partly unavailable. The patient was moved to another room to complete the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an interventional radiology procedure. The procedure was aborted, and the patient was sent back. Review of the logfile shows geometry movements being partly unavailable and amc drive failure. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found remote alerts showing system overload and geo movements not available. The rse recommended to replace amc triple servo drive as the rse found the drive motor failure after logfile analysis. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found post failure of clea2 hardware- detector shift amp circuit failed and found other associated errors related to and buildup of the failure of sp2 lower amc drive in the l-arm. To resolve the issue, the fse replaced the motor controller for the affected items in the stand and recalibrated the associated functions. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.